Event description:
It was reported that during a ptca procedure, the pt graphix guide wire fractured in the patient's distal rca. The fractured portion remains in the patient. No patient complications were reported. Additional information has been requested regarding this event.